Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was used for coronary procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the that flexvision displayed the message ¿x ray not available¿ and that images were not visible. Upon troubleshooting, the fse checked b cabinet, which revealed 5v and 24v have no power. To resolve the issue, fse replaced the pdu (power distribution unit) single phase distribution unit. The defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause to be a defective ac/dc power supply. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays or display an image on the flexvision monitor. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.